Manufacturer narrative:
The pump passed displacement, rewind, basic occlusion, prime and system sensor, excessive no delivery, occlusion, self, restart error tests. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 580 mg/dl and a bent cannula. Customer indicated that the pump and basal settings are correct. Troubleshooting advised customer on insertion techniques. The customer indicated that their current pump is not working for them and would like a new pump. Customer declined high blood glucose troubleshooting. No further details given.